Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. Additional information was requested, and the following was obtained: 1. . Was the device locked on tissue with the anvil closed? 2. If yes, how was the device removed? 3. Did the jaws eventually open? 4. Was the device not able to be removed and subsequently the tissue was cut? Answer: 1.it was locked on tissue before the anvil locked. 2. 3. No. 4. No

Manufacturer narrative:
(B)(4). Date sent: 1/12/2024 d4: batch #456c71 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 456c71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. . Was the device locked on tissue with the anvil closed? 2. If yes, how was the device removed? 3. Did the jaws eventually open? 4. Was the device not able to be removed and subsequently the tissue was cut? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure reload didn¿t open. And the stapler blocked. There was need to change for new stapler. There were no patient consequences.